Event description:
It was reported that this implantable lead was part of a system revision due to infection. Reportedly, the patient was hospitalized due to the pocket site that had become red. There was no additional adverse patient effects were reported. This implantable lead was surgically abandoned.